Manufacturer narrative:
Follow-up #1: date of submission 11/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/27/2016 with the following findings: the last basal delivery was on (B)(6) 2016 at 6:39pm. The recorded total daily doses added up correctly and reflected the programmed basal rate target. No activity outside of normal use was observed. The display screen contrast was dim and reddish. A review of the pump's user settings showed that the iob duration was enabled and set to 4 hours. The ez-prime steps were performed correctly, a 10u normal bolus was programmed and delivered during investigation with the insulin on board (iob) setting turned on and set for 2hrs. After 2 hours, iob remaining in the status screen and in the advanced bolus screens still showed a remaining iob of 0.22u. The insulin on board (iob) algorithm was behaving in a way that was different than the user's expectation. The pump reflected 24u after a 24 hour on 1u/hr duration test. The product delivered within specifications. The complaint of the remaining iob in the vibe pump was escalated for review in the past and it was determined that remaining amounts of 7% of the bolus delivery or less is part of the normal functionality of the pump. The remaining iob does not pose any risk to the patient.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 56 mg/dl with symptoms of blurred vision, dizziness, irritability, confusion, hot flashes, and that the patient was feeling jittery. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had remained on the pump at the time of the call. The reporter stated that there was an issue with the pump's insulin on board feature where it was not calculating correctly into the bolus total. The reporter reviewed the pump with a customer technical support representative and found that the pump was correctly subtracting the insulin on board amount. The patient insisted that the pump be replaced even though no issues were observed during troubleshooting. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event while on the pump as a result of an inaccurate insulin on board calculation.